Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 2.3 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer stated that she had a change sensor alert after trying to calibrate the sensor after the warm up. The device will not be returned for analysis.